Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication stocked out, but no stock-out alert was generated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the medication stocked out, but no stock-out alert was generated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date d4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that incorrect setting was enabled in the station. A technical support specialist (tss) accessed the server and confirmed that medication ID 10953 was no longer loaded in the aked station. A stockout was identified as having occurred on 28 feb 2026. After reviewing knowledge article, stock out bulletins not printing, tss determined that the ¿backordered¿ setting for the medication was enabled, which suppressed the printing of critical low and stock out bulletins. The customer was informed that disabling the backordered option would allow the bulletins to print. Tss also advised that the requested report was not available on the server and recommended submitting an enhancement request. The customer acknowledged the information and approved closure of the case. The system functioned as intended after the technical support specialist investigated the issue.